Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), device breakage ("suspicion of essure part in abdominal cavity") and device dislocation ("suspicion of essure part in abdominal cavity") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "confirmatory test showed one implant well in situ, another looked like stick straight". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria disability and medically significant), back pain ("pain in back"), arthralgia ("pain in hip"), breast pain ("pain in breasts"), mood altered ("mood changes"), uterine leiomyoma ("myomas in uterus") and complication of device removal ("complication of device removal"). The patient was treated with surgery (hysterectomy and fallobian tubes removal in (B)(6) 2017) and surgery (laparoscopy on (B)(6) 2017: part of essure was easily found). Essure was removed. At the time of the report, the menorrhagia, uterine leiomyoma and complication of device removal outcome was unknown, the device breakage, back pain, arthralgia, breast pain and mood altered had not resolved and the device dislocation had resolved. The reporter provided no causality assessment for arthralgia, back pain, breast pain, complication of device removal, device breakage, device dislocation, menorrhagia, mood altered and uterine leiomyoma with essure. The reporter commented: after surgery, myomas were found in uterus, nothing abnormal in tubes. A couple of months after procedure the patient contacted again, her symptoms have got worse. MRI taken and 6 mm long part found which could be essure. The patient has told that she is now unable to work. The physician informed that the part of essure was easily found by laparoscopy on (B)(6) 2017. The has not information about the patient's condition at the moment. Essure implants were normally in tubes during hysterectomy and fallopian tubes removal. Probably the part of 6 mm has slipped to abdominal cavity while pulling the uterus out via vagina and the physician had not noticed it anymore in control laparoscopy. Essures were not originally perforated. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: 6 mm long part found which could be essure confirmatory test showed one implant well in situ, another looked like stick straight. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 17-oct-2017 for the following meddra preferred terms: menorrhagia: the analysis in the global safety database revealed 529 cases. Device breakage: the analysis in the global safety database revealed 1813 cases. Device dislocation: the analysis in the global safety database revealed 1.994 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 15-oct-2017: the physician has not information about the patient's condition at the moment. Essure implants were normally in tubes during hysterectomy and fallopian tubes removal. Probably the part of 6 mm has slipped to abdominal cavity while pulling the uterus out via vagina and the physician had not noticed it anymore in control laparoscopy. Essures were not originally perforated. Event complication of device removal added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), device breakage ("suspicion of essure part in abdominal cavity") and device dislocation ("suspicion of essure part in abdominal cavity") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "confirmatory test showed one implant well in situ, another looked like stick straight". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria disability and medically significant), back pain ("pain in back"), arthralgia ("pain in hip"), breast pain ("pain in breasts"), mood altered ("mood changes") and uterine leiomyoma ("myomas in uterus"). The patient was treated with surgery (hysterectomy and fallopian tubes removal in (B)(6) 2017) and surgery (laparoscopy on (B)(6) 2017: part of essure was easily found). Essure was removed. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown, the device breakage, back pain, arthralgia, breast pain and mood altered had not resolved and the device dislocation had resolved. The reporter provided no causality assessment for arthralgia, back pain, breast pain, device breakage, device dislocation, menorrhagia, mood altered and uterine leiomyoma with essure. The reporter commented: after surgery, myomas were found in uterus, nothing abnormal in tubes. A couple of months after procedure the patient contacted again, her symptoms have got worse. MRI taken and 6 mm long part found which could be essure. The patient has told that she is now unable to work. The physician informed that the part of essure was easily found by laparoscopy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: 6 mm long part found which could be essure confirmatory test showed one implant well in situ, another looked like stick straight. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: menorrhagia: the analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the physician informed that the part of essure was easily found by laparoscopy on (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.